Event description:
It was reported that a catheter issue occurred. An opticross hd was selected for intravascular ultrasound examination of the target lesion, which was located in the left anterior descending artery (lad) and was moderately tortuous. While trying to advance the opticross hd catheter to the lad, the sheath detached. The catheter was removed from the patient, and another catheter was used to successfully complete the procedure. There were no patient complications.